Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. The procedure was cancelled. A left atrial appendage (laa) closure was being performed using transesophageal echocardiogram (tee) and intracardiac (ice) imaging. Pre-procedure imaging confirmed a pre-existing trivial pe. A versacross connect laac access solution was selected for use for transeptal puncture (tsp) along with a watchman trusteer access system (was). Venous access was obtained and the vcc and was gained tsp access and the approach was too posterior. During the procedure, the patient developed a pe in the posterior and inferior septum approximately 10 minutes after tsp due to a cardiac perforation. Cardiac tamponade was also noted. A pericardiocentesis was performed and the patient was sent to have cardiothoracic surgery. The exact surgical outcome remains unknown. Procedure was cancelled. Patient was hospitalized and expected to fully be recovered. The device is not expected to be returned for analysis.